Event description:
Reportedly, the device would not seal vessels properly resulting in some minimal blood loss from the tissue. So the surgeon sutured where ligasure had been used. No patient harm or impact was reported.